Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A patient underwent a procedure and a piece of the snare broke off in the patient's uterus. Consultant managed to retrieve it. Patient outcome not provided.